Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not boot up all the way. The generator would not show ready on the ias pendant. 400 vdc was missing from the power enclosure. This was measured from the power enclosure and stand alone fuses. The field service engineer replaced the enclosed power conversion system and afterward the system was operational. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not booting up. There was no patient present.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Through functional testing and visual/physical examination, the reported complaint was confirmed. The power conversion enclosure failed the bench test, and it was noted that the q30 transistor had shorted. Additional information: a software investigation was initiated but was unable to determine probable cause without further information. Additional information: device manufacturing date updated to proper value. If information is provided in the future, a supplemental report will be issued.